Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Test result(s): [ ] defect confirmed [x] defect not confirmed. Results description: investigation results: technical evaluation of the device did not identify any nonconformances or device performance problems which would directly contribute to the reported event. Volumetrics of 100ml/hr and 10ml tested in spec at 9.91ml or 99% of expected volume. Details of history log: log review shows on (B)(6) 2024 and 3:30am an infusion start of 5ml/hr and 50ml with 50ml syringe. At 3:44am a pressure alarm stopped the infusion with a volume infused to 0.58ml. At 3:52am pressure alarm stopped the infusion with volume infused to 0.60ml. At 4:02am pressure alarm stopped the infusion with volume infused to 0.64ml. At 4:11am pressure alarm stopped the infusion with volume infused to 0.65ml. At 4:19am pressure alarm stopped the infusion with volume infused to 0.65ml. At 4:30am infusion was stopped with volume infused to 1.63ml. And no further infusions taking place.

Event description:
As reported by the user facility: unit was reported due to experiencing over infusion issues.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number: (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.